Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the complainant: several holes were found in filters post sterilization. The event is filed under aic reference (B)(4).

Manufacturer narrative:
One (1) sample provided was sent to the manufacturing site for evaluation. The results of the investigation confirmed holes in the filter, post sterilization. Although the reported defect was confirmed, it could not be determined whether this was a manufacturing related defect. Additionally, the root cause of the defect could not be determined without the cycle parameter information. Based on the investigation findings, the manufacturing site is aware of this issue and has entered this complaint into our trending report. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.